Manufacturer narrative:
The other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for urinary incontinence. It was reported that the patient had left buttock pain and they could barely walk. It felt like a nerve was hit during the lead insertion procedure. They were in a severe amount of pain and didn't think it was the stimulation setting. They lowered the stimulation setting to see if it would improve the buttock pain. After lowering from 1.2 down to 0.8, they were able to walk and felt comfortable, but still had the pain. They reported that the pain was going down to their thigh. After speaking with a nurse, they were told to turn the stimulation off, but they didn't know how to. After turning it off, both the right and left side amplitudes read 0.0. They confirmed that their lead removal was scheduled for (B)(6) 2017. They had discomfort since they had the leads placed and felt like their sciatic nerve was pierced during the procedure because it caused terrible pain and they came right off the t able. The pain was when they transferred their weight from left to right. Turning the stimulation off did not help with the pain. On (B)(6) 2017, it was reported that they wanted to move forward with the implant surgery. They expressed concern about the procedure, noting that during the basic evaluation procedure, when the electrode was placed in the left buttocks, it was very painful and their sciatic nerve was clipped. It was also very painful when the lead was removed. They wanted this problem addressed prior to the implant surgery and wanted to ensure nothing go wrong. On (B)(6) 2017, it was reported that the pain started immediately after they were implanted and got better on that night. It started again the sunday after they were implanted and got worse. The pain was deep in their back. They were scheduled for the permanent implant for (B)(6) 2017 and was nervous about the procedure and was concerned whether it was going to be painful. They were doing it under general anesthesia. There were no device issues or further com plications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.